Event description:
Patient was revised to address thigh pain and stem subsidence.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address thigh pain and stem subsidence. Update recv'd 03/04/2014- patient's primary and revision operative records were received. Upon revision it was noted on the medial aspect of the femoral prosthesis the porous coating had debonded. There is no information that would change the existing MDR decision. Examination of the reported devices was not possible as they were not returned. Review of provided medical records finds from a medical perspective, based on the information available, the complaint is not product related. The surgeon noted the patients bone was so soft he could push a needle through it during the final repair suggests he has poor bone stock. IFU's caution surgeons in regard to use in patients with poor bone stock. A search of the complaints databases and/or review of device history records was not possible as the necessary product/lot code combination was not provided. The investigation can draw no further conclusions with the information provided. Product problem has not been identified. Based on the performed investigation, the need for corrective action has not been identified.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.